Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection occurred during insertion of the arterial sheath of the enroute neuroprotection system (nps), which resulted in the physician being unable to advance the enroute 0.014" guidewire freely. An unplanned additional stent was placed to cover the dissection. The physician retracted the arterial sheath and was able to proceed with the procedure with no further issues. An unplanned additional stent was placed to cover the dissection.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.